Manufacturer narrative:
It was reported that after opening in a sterile field, the 6 fr envoy guiding catheter was attached to a constant flush and a leak at the connection point was noted. Even when tightened, the leak persisted. The leak was not from the connection but the point where the connection meets the guide catheter. The product was stored as per the labeling instructions for packing. There was no interior or exterior damage to the product or packaging, and no damage removing device from the packet. No sharp objects were used on the device. The catheter was not twisted. The target site was the carotid artery. There is no additional information about the product or the reported event. One non sterile unit of gc envoy 6f .070 was received coiled in a plastic bag. With visual inspection multiple kinks were observed throughout the body/shaft. No other anomaly was found. The catheter was flushed according to procedure with a leakage noted at the ID band and hub junction. The ID band was removed in order to further evaluate the cause of leakage. The body/shaft was broken/damaged at the body/shaft-hub junction. The entire manufacturing process was reviewed for potential tooling or equipment that could cause the damaged on the returned unit and the DHR documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With review of the reported information there are no identified procedural factors contributing to the event. The cause of the damage resulting in the confirmed leakage could not be conclusively determined with the analysis. However, it is possible that it is related to the manufacturing process. Actions were initiated via the risk management process to investigate the root cause and determine if any corrective actions are needed.

Event description:
Physician opened the product in a sterile field, attached the guide-catheter (envoy 6f guiding catheters, 6f .070 mpd envoy 90cm) to the constant flow and noticed a leak at the connection point, however, even when tightened this persisted; the leak was not from the connection but the point where the connection meets the guide catheter. The product was stored as per the labeling instructions for packing. There was no interior or exterior damage to the product or packaging, and no damage removing device from the packet. No sharp objects were used on the device. The catheter was not twisted. The target site was the carotid artery. No additional info about the product or complaint.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15110315 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excusions issues were noted for this lot 15110315. Hydrostatic test results were reviewed and no anomalies were found. Additional information will be submitted within 30 days of receipt.